Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic after feeling the patient notifier. It was noted that the implantable cardiac defibrillator was in back up mode. The device was successfully reprogrammed to its normal function. The patient was stable throughout the event and will continue to be monitored normally.